Event description:
It was reported after approx. 86 months implantation time, that the patient received inappropriate shocks due to oversensing. The lead is in the patient and if explanted, it will be returned for analysis. The patient was hospitalized and therapy was set to off.

Manufacturer narrative:
The provided x-ray image shows 4 implanted leads. An interaction with the nearby leads as well an an interaction to the generator housing cannot be excluded. There is no other data available for further investigation.